Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis, jelly fish looking floating objects in drain bag, cold, and chills in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). It was not reported whether the dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient noticed jelly fish looking floating objects in the drain bag. On an unreported date, patient was in the middle of the therapy when the patient woke up with the severe stomach pain and felt cold and had chills. On (B)(6) 2012, the patient experienced peritonitis manifest by stomach pain. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported for the events. At the time of this report, the patient was recovering from the peritonitis. The outcomes for the jelly fish looking floating objects in the drain bag, cold, and chills were not reported. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12e03124 and h12c27136 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.